Manufacturer narrative:
(B)(4). Baxter received the device. Baxter received information from the customer alleging a false air in line alarm and clean load point 2 alarm. The customer was contacted and confirmed the reported symptom to be a false air in line alarm. This reported symptom was inadvertently missed during evaluation because of the complaint referencing the clean load point 2 and because the pump is no longer in its received condition the evaluation cannot be performed. No related device malfunction was observed.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.